Manufacturer narrative:
D4. Concomitant product UDI for pump and cylinder is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not inflating. Upon revision a kinked tubing in reservoir was noticed. As a result, the reservoir was explanted and replaced. No patient complications reported.